Event description:
This is filed for inability to remove the lock line. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat function mitral regurgitation (mr) with a grade of 4. The patient had a restricted posterior leaflet. A clip was advanced and the leaflets were successfully grasped. After establishing final arm angle (efaa) successfully, one of the lock lines was pulled and the other line disappeared into the lock lever. There was resistance felt pulling from the line. Pulling was stopped due to the possibility of a knot. The lock line was kept tense and the lock lever was unlocked in an attempt to open the clip. The clip was able to be opened and fully inverted. The clip was removed successfully. A second clip was implanted successfully. One clip total was implanted reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is returning, but has not been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis and observed a knot in the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported mechanical jam of inability to remove the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot in the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.